Manufacturer narrative:
The technician replaced the power cord and tightened the ground wire inside of the bed to the frame to repair the bed.

Event description:
The technician found the bed would not pass an electrical safety test.